Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the on the fourteenth sample attempt the cannula fired automatically while priming the stylet. An x-ray showed poor cannula tang engagement and upon disassembly it was noted that the left bumper was overlapped by the stylet spring. Therefore, the investigation is confirmed for the identified cannula self-activation, however, the investigation will remain inconclusive for the alleged stylet priming issues. The overlapped left bumper likely contributed to the reported priming issues and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 01/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the second slide of the device allegedly failed to prime. Another device was used to complete the procedure. There was no reported patient injury.